Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis: unit was received with the shock cushion having moved forward in the handle and was impeding the handle from closing and holding properly. The unit was received without a 6-inch transitional and was replaced. The shock cushion, ¼ inch pin, and adjustment wrench were worn and were replaced. General maintenance, cleaning and replacement of worn components performed. Root cause: the reported complaint was confirmed via inspection of the unit. The shock cushion was worn and had moved forward in the handle and was impeding the handle from closing and holding properly. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield ultra base unit (a2101) was not stable and does not lock. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.